Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) the morning after the initial implant. It was noted that transcutaneous external pacing was provided and the patient was in the intensive care unit. The patient underwent a lead revision procedure in which the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.